Event description:
Used u by kotex sleek regular tampon. The tampon unraveled as I was trying to extract it from my body. Is the product over-the-counter? Yes. Did the problem stop after the person reduced the dose or stopped taking or using the product? Yes; did the problem return if the person started taking or using the product again? Yes. Date the person first started taking or using the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018. Reason for use: had my period.